Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient 's central nervous system was affected. Antibiotic was administrated.

Event description:
It was later reported through "a successful case of heart transplantation in japan bridged from left ventricular assist device for 5 years in a patient with severe heart failure" that after replacement of the implantable ventricular assist device (ivad), a driveline infection was found, and they had to be hospitalized for a long time. Despite repeated fatal complications, the patient overcame the crisis. Then, 5 years after the introduction of the lvad, a heart transplant was performed and the patient then returned to society.

Manufacturer narrative:
This event was previously reported under manufacturer report number: 2916596-2025-07369. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.